Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause of the error code displayed was not identified. Additionally, it was found that the fan of the power supply unit was detached. However, a definitive root cause for the malfunctions could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited an error 116. It is unknown when the issue was found and there is no known procedure information. There were no reports of patient harm.